Event description:
Int¿l (B)(6) complaint rec¿d reporting leakage issues with of d1000 tego connector. It was reported that when ¿¿dressing was removed¿ nurse turned her head to pick up a gauze and when she looked back, there was blood draining from the venous lumen, through the end of the tego. The venous lumen clamp was not completely closed-she noticed this as she saw blood coming out through the tego. This was before any syringe was attached to the tego.¿ there was no reported adverse pt consequences.

Manufacturer narrative:
Mfrs investigation: device return: one (1) used d1000 tego connector and three packaged tego connectors from ¿suspect¿ lot# were returned for analysis and investigation. Although requested the involved mating/access devices were not returned for testing and analysis with the tego connector. Engineering testing and analysis to the applicable tego product specifications were conducted. The results recorded the returned used d1000 tego connector failed leak testing. The engineering analysis report identified the source of the leakage was due to the tear in the corner of the tego slit. The three returned packaged tego connectors were also tested and analyzed. The results recorded each of the three tego connectors met the applicable performance specifications. Record reviews: (B)(4). There were no exception documents generated during the mfg build cycles. Add¿l evals: a review of the current molding, assembly processes and applicable tooling and equipment was conducted to determine if any fixtures, equipment or material handling conditions could potentially contribute to slit damage. The results did not identify any in-process contributing factors. ICU medicals continuous improvement initiatives and engineering team resources have implemented heightened inspection of the applicable mfg processes and continue to monitor for any potential contributing factors. Conclusion: engineering testing and analysis replicated a leakage failure attributable to component damage on the returned use d1000 tego connector. There were no leakages or out of specification conditions with the three returned packaged tego connectors. The exact cause(s) of the component damage/tear on the returned used d1000 tego connector is unk and cannot be determined.